Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400564728. The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in united kingdom: "overinfusion" according to the customer: "started sodium glycerophosphate infusion as per ICU protocol, 7.5 mls/h, for 12 hours, using a fluid pump (no. Icu511e). After 4 hours observed the bag was empty, however the pump still showing 60 mls left to be infused and the infusion ongoing for another 8 hours." I downloaded the history (attached) and as you can see everything was as expected, so the thought was it was initially attached to a partial bag with little more that 30ml inside, which admittedly would have been unusual for ICU. However, when I ran it through our ida with those settings for 4 hours, this is what we found, an over infusion by a factor of 3, exactly as claimed by ICU: we have never seen this before as every other incident we've had has been user issues, but it is alarming. I am sure that a re-calibration would sort this but I want to escalate it to yourselves first for input, in case you want to look at it. Was there any patient/user harm as a result of the incident? If so, please provide further clinical information such as patient outcome and any additional therapy required as a result. - no - the incident was raised with an "actual impact" of "1 no harm (negligible)." Was there any delay to the procedure as a result of this incident? If so, please quantify as accurately as possible. No, the pump was immediately removed and replaced."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (b(4). 2. Information to the sample: 2.1 model: infusomat space, 2.2 article number: 8713050, 2.3 serial number/batch: (B)(6), 2.4 software version: m030002, 2.5 hours of operation: 24503 h, 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. No date of the incident was given, so the last history files were investigated. The alarm "drive blocked" could be found several times inside the history files. Further, no anomalies could be found. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars were intact and undamaged. A seal on the lower housing wasn´t available. The device is in a clean state and no visible damages are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +26,51%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device did not match the required values and standards. 3.6 disassembling: during the investigation faults could be detected. To investigate the inside, the device was disassembled completely. Broken plastic parts at the inner frame could be found. Furthermore, no anomalies could be found. 4. Judgment: 4.1 the complaint could not be confirmed. The complaint flowrate deviation is due to the broken clips at the inner frame. As a result, the pin is no longer seated in the guide rail and thus influences the delivery rate. Addition information: the inner frame was sent to development for further investigation. A new inner frame will be installed for the customer. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.